Event description:
It was reported that the patient developed an infection in an unknown location. All components were explanted. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a few years ago from the date the manufacturer was made aware. Explant date: few years ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 17490452.